Manufacturer narrative:
The "date of event" was not provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges scooter tipped over several times.

Manufacturer narrative:
Customer no longer has unit. Customer stated she donated unit.

Event description:
Consumer alleges scooter tipped over several times.